Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that the monomer of the cement (p/n: 3172080) did not flow in to syringe smoothly during the tka surgery on oct 1st, 2019 and the monomer was flowed to the foot pump direction in the vacuum tube. The surgeon had a sense of discomfort when mixing the monomer and polymer and judged to halt using the cement in question. The surgery was completed without problem by using alternative cement. There was a 30 minutes surgical delay. There was no adverse consequence to the patient. A sales-rep confirmed at a later date that a stir paddle and a lid connection was slanted so there was a possibility of negative pressure was not applied because it was not sealed correctly. There were investigation requests whether there was any abnormality in the suction tube connection just in case, whether there was a complaint in the same lot. No further information is available.¿ the syringe has been returned for examination. The handle is in the raised position, the mixing cap is not affixed properly to the syringe, and the plug is not present at the top of the handle to ensure a vacuum is created. A combination of mixed and unmixed powder remains in the syringe. IFU-0630035 rev c was reviewed, and the relevant instructions are included in the ¿mixing and application¿ section, step numbers 4 to 9. Step 4 states ¿the mixing cap and funnel are fitted into the syringe barrel ensuring that the handle is fully lowered.¿ step 7 requires that once the monomer has been added via the funnel ¿the snap off plug is fully inserted into the hole in the handle, thus sealing off the mixing chamber¿. The handle should not be in the raised position until mixing commences at step 8. The handle is lowered again for step 9. The instructions match the diagrammatic flow in the IFU. Dva-104409-fde rev 10 was reviewed for this failure mode; monomer being drawn down the vacuum tube is included on line 485 as part of the overall function of the mixing system. The risk is considered ¿as low as possible¿ and cannot be further mitigated. In conclusion, the evidence indicates that user error is the root cause for this complaint. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, a review of the information will be completed, and the investigation may be re-opened as required. Device history lot: device history reviewed 11 november 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. 690 units released. Lot expiry date: 31 may 2020. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the monomer of the cement (p/n: 3172080) did not flow in to syringe smoothly during the tka surgery on (B)(6) 2019 and the monomer was flowed to the foot pump direction in the vacuum tube. The surgeon had a sense of discomfort when mixing the monomer and polymer and judged to halt using the cement in question. The surgery was completed without problem by using alternative cement. There was a 30 minutes surgical delay. There was no adverse consequence to the patient. A sales-rep confirmed at a later date that a stir paddle and a lid connection was slanted so there was a possibility of negative pressure was not applied because it was not sealed correctly. There were investigation requests whether there was any abnormality in the suction tube connection just in case, whether there was a complaint in the same lot. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.